Manufacturer narrative:
Additional information: h6, h10. An event of endocarditic vegetation was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, a 23mm trifecta¿ gt valve was implanted. On (B)(6) 2020, the patient presented to the emergency room due a fever. The patient was later admitted to the hospital and was tested for endocarditis and antibiotic therapy was started. An echocardiogram was performed and confirmed endocarditic vegetation on the aortic prosthetic valve. On (B)(6) 2021, the was explanted and replaced with a 23mm edwards magna ease valve. The patient was reported to be in stable condition.